Event description:
It was reported that during a catheterization procedure in the lower limbs, the electrogram indicated oversensing and undersensing of the ventricular lead. The ventricular lead was suspected to be damaged. When interrogation was carried out during a pre-operative check prior to the operation, noise was detected. In addition, non-capture was detected while in bipolar. Though a fluoroscopic image was check, a lead fracture was not detected. The ventricular lead was capped and an additional lead was placed from the ipsilateral side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable, and oversensing associated with the right ventricular lead were detected. The analyst noted that 4 ventricular high rate episodes were recorded with apparent oversensing seen on the electrograms. The rv pace average impedance slowly decreased from 856 ohms to 687 ohms. The impedance measurements began to vary between less than 100 ohms to 687 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).